Event description:
A malfunction was reported with a code displayed as malfunction 9. There was no adverse impact to the customer's blood glucose level. The customer did not have a charging pad to reset the pump and planned to switch to multiple daily injections (mdi) while traveling until march 15, 2026, intending to follow up with technical support upon returning home with the charging pad. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.